Event description:
General report of leaking convertible spike air vent pin when used with tpn. Rec'd report of "many incidences" of leaking spike air vent pin when used with tpn in nicu. Unit had problems with another brand of filter leaking and switched back to abbott brand. Continues to have leaking problem at convertible pin air vent at spike of IV tubing only with tpn. No pt harm reported, however reporter states possibility of increased staph infections related to leaking tubing changes to stop leaking.

Manufacturer narrative:
Investigation of this issue has confirmed a low level of leakage from the convertible piercing pin filter air vent cap during customer use. It has become apparent that the leak test specification was not an adequate indicator of the ability of the cap to maintain its closure seal, especially considering the clinical usage of lipid-type fluids with this product. Co is currently evaluating design and process component. These modifications will provide cap closure sealability capable of withstanding the demands of clinical usage.